Event description:
Event description guidant received information that this implantable cardioverter defibrillator's (ICD) battery appeared to be depleting rapidly. The device had reached a battery status of middle of life 2 (mol2) after less than one year of implant time. The guidant field representative also inquired about a conducted atrial arrhythmia that was not detected as a supraventricular tachycardia (svt) by the ICD. Device memory was reviewed by a guidant engineer. Rapid battery depletion was confirmed. It was recommended that this ICD be followed regularly, to assess the battery status. The consultant also explained rhythm ID (rid) operation, which had functioned appropriately. Guidant received additional information that ICD was explanted and replaced.